Event description:
It was reported that during the liver ablation procedure, no abnormity was noted and the surgery was completed successfully. In the 1st day after the surgery, thermal injury for common bile duct was noted to patient, and the value of icterus increased to 150. An operation has been taken to decrease icterus, and the current status of the patient is unknown.

Manufacturer narrative:
(B)(4). Date sent: 6/19/2024. D4 batch #: unknown. Additional information was requested and the following was obtained: what was the exact tumor location (section of the liver)? 7 and 4 of the liver. Was the patient's liver cirrhotic? No. Was there a portal vein thrombosis? No. What was the ablation setting (time, power)? 5min, 90w. How many probes were used to ablate the tumor? 1. What operation was used to decrease the icterus? Used ademetionine. Why operation was used to treat icterus verses other methods? No operation. What is the patient's current status? Discharged. Hepatic segments of 6 and 7 necrosis. Waiting for next outcomes. Since this occurred in china, there is no call home data available. No device will be returned to neuwave for further investigation. The potential cause is unknown. A search of nonconformities (ncs) was performed for lot ml20125903. There were no observed nonconformities for this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.